Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection found the orifice to the wolf port partially melted; there was no additional physical damage. Functional testing found the mlx powered "on" but the lamp did not ignite. And there was extended clicking from the starter board. The test lamp was installed and immediately ignited and functioned properly. The DHR reviewed no applicable nonconforming product report / nonconforming material report history. Basic lamp failure; the reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A customer reported that on (B)(6) 2018, the 00mlx 300w xenon lightsource had no light output. Additional information received on (B)(6) 2018 states that the patient was prepped for surgery and there were no delay in the procedure. No other clinical information was received.